Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Frame/structure, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bariatric bed of having the control box produce smoke after rapidly cycling multiple functions of the control pendant for several minutes. It was observed that when each function was operated individually, no smoke was produced/ the control box was dated for november 12, 2015 which is within the date range of recall crt16-003. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
A patient's bariatric bed caught fire.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
A patients bariatric bed caught fire.